Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01921 for the first zero tip¿ stone retrieval basket and manufacturer report# 3005099803-2015-01922 for the second zero tip¿ stone retrieval basket it was reported to boston scientific corporation that two zero tip¿ stone retrieval baskets were used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 1cm kidney stone was grasped and when the physician attempted to release the stone, it failed. They cut the distal end of the sheath to release the basket from the device and the basket was pulled out entirely from the patient. A second basket was used; however, the outer packaging had a burned hole and the sterile package barrier was damaged. The procedure was completed with a third zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.